Event description:
The facility reported that two caregivers were loading the resident into the tub when the door fell and hit him in the head. The resident sustained bruising to his head. No treatment was described.

Manufacturer narrative:
The device was examined by an arjo investigator and it was found to be in good condition, with scratches at the door handle and base cover. It met OEM functional specifications. It was not possible to duplicate the door free-falling from a loading position. With the tub tilted full back, the door will free-fall at 18.5 inches from being closed and latched. Based on the info provided, the MFR cannot determine the exact cause of this event. The door is prevented from falling by two functions in combination. One is a gas strut and the other is the torque setting on the door hinge bolt. Normally the door can be placed in any position without moving. However, the on-site investigation showed that it falls if it is placed 47 cm from being closed and latched. Therefore, it is likely that the gas strut is worn, allowing the door to drop. The operating and product care instructions state that both the strut and torque settings should be checked yearly by qualified personnel and the gas strut should be replaced every fourth yr. Also, a general function test should be conducted weekly. The MFR recommends replacing the gas strut and checking the torque settings on the door hinge bolt before placing the unit back into service.